Event description:
During product evaluation, worn gears were indentified in the pump head mechanism. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, worn gears in the pump head mechanism were observed. Failure code 812:02 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the worn gears in the pump head mechanism. The pump head mechanism was replaced.